Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ how was the product purchased? Online. ¿ is there any indication of the source? No. ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? No. ¿ was the device used on a patient? If so, was there any patient consequence? No. ¿ please confirm that no product is available for evaluation. Yes. The following information was requested, but unavailable: ¿ is there an indication of how the product was distributed? Unknown. Photo investigation summary: this is an analysis of a photo sent to ethicon for evaluation. During the visual analysis the following was noted: the photos show an open box labeled as product code 1962 batch number ptr7632, a second image shows (B)(4) closed packages. Customer support services checked product traceability information but no sales records were found. In addition, the barcode qr was readable with the scanner with result ((B)(6), the last seven digits do not match with the lot number. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. The lot number ptr7632 printed on the box is not valid for batch records. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the complain handling unit receive employee feedback about suspect absorbable hemostat products on an unknown date from an online source, (B)(6). No adverse patient consequences were reported. Additional information was requested.